Manufacturer narrative:
H4:d5: information unavailable.h6: code 400(other): bent wedge

Event description:
During a laparoscopic assisted vaginal hysterectomy on an unk date the ez35w broke and would not fire on the fourth firing. A second ez35w was opened to complete the procedure. There was no consequence to the pt.